Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that a sleeve gastrectomy was performed in the morning and later in the afternoon, the patient was brought back to the operating room because of a serious bleeding problem. It was confirmed that there was bleeding and no leak. The bleeding was found and sealed. It is unknown if a transfusion was necessary. There has been no change in technique and the bleeding has been along the omentum. There is no additional information available.

Manufacturer narrative:
(B)(4). It was reported that surgeon used mostly max setting on device and bleeding was on omentum and not on a staple line. Generator also had the most recent software upgrade.